Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. D4: batch # 318d75. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage, only the anvil half washer was present and no staples and battery were returned. When a test battery was inserted, the green checkmark illuminated. Indicating the device had been fired. However, when the battery was inserted, smoke was noted coming from the battery location on the device. The device was disassembled in order to verify the condition of the internal components and motor corrosion and burn marks were found on the led board causing the smoking seen. No anvil issues were noted during the testing. When the reset battery was inserted, no smoke was observed, and the device was unable to be reset. The device was also unable to be fired. A possible cause of the issue originally seen was due to bodily fluid ingress into the motor. The bodily fluid ingress could cause corrosion of the motor and therefore, the motor to burn up the component of the led board. This could lead to the device no longer being able to be reset. The reported event cannot be confirmed, as no issues were found with the anvil during the analysis. The anvil was inserted into and removed from the device without difficulty. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 318d75, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure the anvil and body divided during the process. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 9/29/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.